Event description:
It was reported that three days after implantation of a vena cava filter, the filter migrated to the right atrium. The filter was retrieved successfully without incident. The patient was reported to be asymptomatic after the procedure and there was no patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.